Event description:
Patient additionally reported capsular contracture baker grade unknown

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture detected via mammogram. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported rupture detected via mammogram. Patient later provided mammogram and ultrasound reports diagnosing rupture. The device was explanted and replaced with another manufacturer´s device. This relates to the right side.